Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 355 mg/dl. No significant events leading to the alarm were observed. The customer stated that the insulin pump had suspended insulin during a bolus attempt, leading up to the button error alarm. The customer also observed physical damage to the insulin pump due to an unknown cause, noting that there was a 0.5 inch crack running from under the esc button down to the reservoir compartment window. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.